Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the patient underwent an open reduction internal fixation surgery for the femur with a trochanteric fixation nail advanced (tfna). After the surgery it was found that the nail was broken and a non-union occurred. Concomitant devices: unknown locking screw (part# unknown, lot# unknown, quantity unknown); unknown proximal femoral nailing system (tfna) helical blade (part# unknown, lot# unknown, quantity (B)(4)); unknown tfna end cap (part# unknown, lot# unknown, quantity (B)(4)). This report is for one (1) unknown tfna nail. This is report 1 of 1 for (B)(4). This complaint is linked to (B)(4).